Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a lapse of dexcom g7 continuous glucose monitor (cgm) sensor glucose readings after not entering the required pairing code; after the pairing code was entered the sensor warmup completed, at which point glucose readings appeared and no malfunction alerts were present. No adverse clinical symptoms reported. Outcomes included restoration of cgm data display on the pump and no interruption in therapy. User support included troubleshooting and user education regarding correct sensor type selection and proper entry of the g7 pairing code, along with assessment for cgm signal loss. Investigation of this case revealed user setup error related to incorrect or omitted pairing code entry and attempted pairing with the wrong sensor type, with transient cgm signal loss that resolved once proper pairing occurred. It was concluded, based on previously established findings for similar reports, that the cause was use error.